Event description:
Reference number (B)(4). Event occured in the united states on 24-aug-2024, it was reported that the patient encountered five infusion sets's tubing were kinked. Patient's blood glucose level at the time of issue was 397mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.